Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to suspicions of premature battery depletion. On (B)(6) 2024, the device showed a year of battery remaining, however, the device has already reached elective replacement indicator (eri) status. This device is not expected to be returned for analysis as the patient kept the device. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to suspicions of premature battery depletion. On (B)(6) 2024 the device showed a year of battery remaining, however, the device has already reached elective replacement indicator (eri) status. This device is expected to be returned for analysis. No further adverse patient effects were reported.